Event description:
A biomedical engineer reported low or no phaco power during a cataract extraction with intraocular lens implant procedure. The surgeon felt that the phaco power was not strong enough on a very hard cataract. There is a setting that starts with a "t" that was a zero, they will talk to the sales rep to ask that the setting be adjusted. Surgery was completed with no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer reported low phaco power during surgery. The surgery was completed with no harm to the patient. The customer then worked with the facility biomedical technician to test the suspected phaco handpiece and found no issues. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).